Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx grip vascular closure device was defective during use and ruptured. There was no reported patient injury. The device will be returned for evaluation.